Event description:
The patient fell two weeks prior. She subsequently could not adjust the stimulation. She was unable to make adjustments with the antenna attached or synchronize the programmer and ins. The stimulation was off and the amplitude was at 0. The stimulation was turned back on. No injury was reported.